Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during pre-implant testing, this right atrial (ra) lead exhibited high impedances and high capture thresholds. As a result, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected to be returned. Additional information: this product is no longer available for return as it has been retained by the hospital. Should additional information become available, a supplemental report will be issued.

Event description:
It was reported that during pre-implant testing, this right atrial (ra) lead exhibited high impedances and high capture thresholds. As a result, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected to be returned.